Event description:
It was reported a patient experienced peritonitis. Pd therapy was stopped on the same day. It was not reported if a peritoneal effluent culture was performed. The peritoneal dialysis catheter was removed and hemodialysis was started due to the peritonitis. The month following the peritonitis event, hemodialysis was stopped and no dialysis was performed. The patient was discharged from the hospital and recovered from the peritonitis. The patient died the same day they were discharged from the hospital. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis event occurred in the third week of (B)(6) 2013. As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem of peritonitis. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.